Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"Initially the delivery system was hard to pull. In the middle of step 2 manouevre it stopped to work. Dr. (B)(6) helped pushing out with a lot of strength the delivery system and the inner sheath was moved off. The graft was moved as well from the intentional point of landing (z3) to z4. It was solved implanting an extension. Patient outcome is good."